Event description:
During a procedure for a calcaneal fracture, the threads of a 4.0mm cannulated screw peeled during insertion. The head of the screw was removed, but the threads were left in the patient.

Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Subject device was not implanted nor explanted. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.